Event description:
This customer reported a burn that was either 2nd or 3rd degree, that was noted after use of the defibrillator with defib pads. This was entered as a serious injury, however we do not yet have the info needed to confirm this.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted after philips obtains more info about this event.